Event description:
(B)(4). Event took place in (B)(6). User reported stimulation failure, needle had to be replaced, patient had to be punctured twice. Device replaced, patient is doing well.

Manufacturer narrative:
No specific corrective action due to mitigative prevention of hazards is assigned to this report. A review of the device history record and the raw material history files for the reported batch showed no recorded quality problems or rejections related to this incident. The adapter was mounted incorrectly. As a result of the evaluation this is proven to be a single device error due to human failure in manufacturing. Pajunk considers this file as closed.